Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned architect ca 19-9xr results because they were higher than values generated for the same patient at a different laboratory using the siemens ca 19-9 method. Architect values were 175.81 u/ml ((B)(6) 2016) and 308.54 u/ml ((B)(6) ,2017). The 2017 sample tested at 6.5 u/ml using the siemens method. The 2017 sample was tested using the architect method at another lab and the results were 131.72, 135.570 and 187.019 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Review of complaint trending and lot search did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. Use error may have contributed to the customer's elevated results as the complaint text indicates a possible sample integrity/handling issue. No product deficiency was identified.